Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4). Product ID 3531, serial # unknown, product type external electrical stimulator; product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had a loss of stimulation. The patient had the trial inserted this morning and the manufacturer representative set the stim at a comfortable level in the 2s. The patient noticed slowly not feeling it anymore and increased it up to 6.3 at the time of the report and could barely feel it. The patient was concerned that they may have unknowingly moved the lead, but noted stim was still in the same location. Stim sensation after implant, management of trials, and that generally programming changes were made based on diary/symptoms rather than feeling stim were reviewed with the patient. It was noted the patient would discuss with their healthcare provider (hcp) if they needed to feel stim all the time. Additional information was received. It was reported the patient was done with the trial and that it was fine. Everything worked perfect and it worked great. No further complications were reported/anticipated.